Event description:
The customer reported: a pt died while being monitored by the 1481t telemetry ECG monitoring system between 10:20pm and 10:30pm in 2005. The user reported during that time the telemetry pt transmitter was turned on channel 7, but the 1481t ECG pt monitor didn't show any medical alarm. The users stated that they had some "transmitter interference" messages on the 1481t ECG pt monitor display while the curves looked perfect. The following day, the biomed plugged an EKG simulator on this transmitter. They managed to reproduce the behavoir: message "transmitter interference" with no alarm while the curves were perfect. They also plugged their simulator to another transmitter (channel 2) and didn't state the behavior.